Event description:
It was reported the lcd (liquid crystal display) has a crack that looks like a burn mark. Display is damaged. It is unknown what caused the problem. It was also reported the device failed battery test. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: initial analysis was unable to confirm that the display had a crack or was damaged, analysis did confirm that the device failed a battery test, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, and side bail cover were broken, the battery release, heart block and lead flex cover were contaminated. Further analysis was performed on the main printed circuit board (pcb). Visual inspection found no anomalies. Bench analysis found that a capacitor component failed testing, the device was turned on, typical observation was observed, battery removal test failed. This analysis confirmed the reported event caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.